Event description:
It was reported that during a coronary artery stenting procedure stent dislodgement occured. The 75% stenosed 4.0x7mm, de novo lesion being treated was located in the mildly calcified and mildly tortuous mid right coronary artery. The 4.0x8mm liberte stent was inserted in the lesion and the balloon was inflated the surgeon noted that there was no stent fixed on the balloon. To verify that the stent was not lost in the body, all vessels were examined. X-rays were taken and there was no stent observed in the patient. The surgeon then assumed that no stent was fixed on the balloon. The procedure was completed with another of the same device. There were no reported patient injury and the patient is stated as stable.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)